Manufacturer narrative:
Philips has investigated this complaint. Additional information received indicated that the event occurred during a coronary diagnostic procedure. The procedure was completed as planned by using the footswitch in the control room. No harm to the patient or user was reported. A philips field service engineer (fse) inspected the system on-site and confirmed the reported issue. Troubleshooting also confirmed that the exam room wired footswitch was defective and would intermittently not work. The fse replaced the wired footswitch. The footswitch was returned for failure analysis but no errors could be found during testing that could lead the footswitch to not work. After the footswitch was replaced, the system was functioning as intended and was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the wired foot switch was not working. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.